Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that patient has a healthcare provider (hcp) appointment at ucsf on (B)(6) 2021 because the patient was going to be having surgery because the patient was having issues with both implants moving. When asked when the issue started the caller said "for a long time." The caller explained that after the devices were implanted the patient developed "eds" which is a muscle thing and over time the implants had progressed to where they are both far away from where they should be, one ins was more drastically far away from where it was originally put in than the other ins.